Manufacturer narrative:
The evaluation of the provided logs confirms a technical error indicating the failure of the turbine module. The logs also showed that the pressure transducer test failed with an error code indicating that the inspiratory pressure value was out of bound. The ventilator was investigated on site by our field service engineer. The turbine module, non-return valve and the inspiratory channel printed circuit board (pcb) were replaced and sent for further investigation. The returned non-return valve and the inspiratory channel pcb were tested in a reference machine. No failures were reproduced during the testing of both parts and no abnormalities could be found during ventilation run for 48 hours. Simulated use testing of the returned turbine module could reproduce the reported pressure transducer test failure with an error code that indicates the inspiratory pressure value was out of bounds. No abnormal could be found during ventilation for 24 hours. A similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer and flow transducer tests among others. Furthermore, the technical error code indicating turbine module failure found in log files. There was no patient involvement. Manufacturer's ref. #: (B)(4).